Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The actual complaint sample was returned for evaluation without the packaging. The sample was evaluated by pumping test and leaking from the aff valve was observed. The supplier of the aff valve determined that the root cause could be due to the lack of periodic inspections of the sensor on the machine. As part of continuous improvements, the manufacturing site will have refresher training and establish a visual control for the operator to conduct 100% screenings before assembly. Also a full review of the current status of pistons and sensors for the machines will be performed through maintenance orders. The site will add monthly and weekly pistons reviews to the machine job plan. Anom inspection are currently implemented along with quality inspections. These actions are designed to prevent the reoccurrence of the reported defective condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that leakage occurred from the pump set.